Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer resumed insulin and the remainder of the bolus was delivered. The customer's blood glucose level was not impacted. The customer did not receive another alarm.